Manufacturer narrative:
Insulin pump received with intermittent up button response due to corroded keypad trace. The back light function properly. No back light anomaly noted. No ramping numbers on their own or scrolling bar moving anomaly noted. All operating currents are within the specification, no unexpected low battery, failed battery test, or off no power alarm noted. Insulin pump was programed to alarm low reservoir. The low reservoir alarm function properly. Insulin pump received with minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that when she entered her carbohydrates to bolus, the numbers started to scroll. The insulin pump's keypad was unresponsive. The insulin pump alarmed failed battery test. Customer's blood glucose level was 154 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.